Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a procedure, the stapler was unable to fire and led to an incomplete staple line. There was no patient involved in this event.